Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to deploy - thumb advancer, difficult to remove, retraction issue - thumb advancer and locator wings. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered during thumb advancer/exchange sheath splitting, requiring additional force for completion. After deployment, bleeding continued and the clip did not capture arterial tissue. Additionally, resistance was felt during device removal and an attempt to remove the device with the aide of the access ports to retract the thumb advancer and clip delivery tubeset was unsuccessful. The device was removed with an assertive pull. When the device was removed, the locator wings remained deployed. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.